Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/22/2019. Evaluation: representative samples returned to support investigation of multiple device issues captured in reports 2210968-2018-77720, 2210968-2018-77721, 2210968-2018-77723, and 2210968-2018-77724. Analysis results have been included in follow-up reports for each. An unopened sample was returned for evaluation. The issued sample was not received. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand with no defects or damage observed. A functional test was performed and the pull force was above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no suture needle pull off was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that ¿suture thread detaching from needle¿ and the quantity involved reported as 5. Did 5 devices have pull off suture needle? Did all 5 devices have pull off suture needle during this 1 patient procedure? If no, please explain. How was case completed?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture thread detached from the needle. There were no adverse patient consequences. Additional information has been requested.